Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) review indicated a diagnostics problem. S2d pdd file (B)(4) shows no episode data on programmer. The device was not returned, but diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) review indicated a diagnostics problem. S2d pdd file (B)(4) shows no episode data on programmer. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported the diagnostic data collection on the cardiac resynchronization therapy with defibrillator (crt-d) device required a large amount of printing in order to "see the episode." Also noted was the inability to see the interval plot. The device remains in use. No patient complications have been reported as a result of this event.